Event description:
The customer reported that the device would not recognize pads. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not recognize pads. There was no report of patient impact or involvement. Philips evaluated the device and verified the reported symptom. The power pcs and therapy connector were replaced to resolve the issue. The root cause is inconclusive because more than one part was replaced.